Event description:
A report received indicated that a pt experienced a thrombotic event, approx twenty-nine months after receiving two cypher stents. According to the report, the cypher stents were electively implanted to treat a lesion in the mid left anterior descending coronary artery. The target lesion was described as 3.0 x 36 mm long, de-novo, concentric, calcified with flexion lesion and a type c classification. The vessel was pre dilated with an unknown 2.5 x 20 mm balloon at 6atm for 30 seconds. A 3.0 x 23 mm cypher was implanted at 16 atm for 30 seconds and the second cypher, a 3.0 x 18mm was implanted at 20 atm for 30 seconds proximal to the first cypher overlapping it. Post-dilatation was not conducted. Intravascular ultrasound was conducted and the residual stenosis was zero. Timi flow before and after the procedure was 3. Act was not measured. Twenty-eight months later, the pt presented with chest pain. Coronary angiogram showed a de novo lesion at an unspecified area in the left anterior descending coronary artery and the left circumflex. Treatment was scheduled for a later date. Ticlopidine hydrochloride and cilostazol had been discontinued, as it had been over three months since the stents were implanted. When the pt returned five weeks later for intervention on the unspecified region of the lad, coronary angiogram showed total occlusion of the cypher implanted in the mid lad. A thrombotic occlusion was suspected and balloon angioplasty with two unk balloons; a 2.5 x 15 mm balloon and a 3.25 x 15 mm balloon were used to treat it. Cutting balloon was also performed with a 2.25 x 10 mm balloon.

Manufacturer narrative:
According to the physician, incomplete stent apposition (isa) was observed by intravascular ultrasound on the day of the intervention. The physician believes the possible cause of the thrombotic event was due to the isa. This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same pt reported under mfg numbers 9616099-2008-00162, and 9616099-2008-00164.additional information will be submitted within thirty days upon receipt.